Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure and after switching from articulate straight reload and back to articulate for the second firing, the reload, when tested, didn't open and they needed to manually retract the knife. Then the reload was put on tissue, when articulated and tried to fire, it no longer fired. The surgeon was able to press the green button and squeeze the handle.